Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the two sensor was fractured while in the body. The customer reported that the plastic rod on the needle was hard to remove and it was bent. No harm requiring medical intervention was reported. The sensor will be returned for analysis.